Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/03/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. It was observed that the test battery cap was unable able to fully tighten onto the pump but the pump could be powered on with it. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board (pcb) or to the cgm module. The investigation was unable to duplicate the original ¿battery life¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.